Manufacturer narrative:
H6: component code 515 added.

Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. A severe injury, illness or impairment which requires hospitalization or medical intervention. Use of an additional or alternative device was required to achieve optimal outcome. Additional bare metal stents were used. Problem associated with the interaction between the patient's physiology or anatomy and the device that affects the patient and/or the device. The investigation involved the analysis of relevant production records in view of supporting the identification of possible causes for the adverse event. The investigation involved communication/interviews (either interpersonal or through technical means, e.g. Phone, e-mail) with persons close to the adverse event, e.g. Healthcare professionals (doctors, nurses etc.), the affected patient(s) or other users including, where appropriate, relatives or others engaged in caring for the affected patient. The actual device involved in the adverse event was not returned for testing despite requests by manufacturer. Medical device remains implanted. The device either functioned as intended or a problem was not found. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Investigation conclusions code 22: IFU: according to the conformable gore® tag® thoracic endoprosthesis instructions for use, potential adverse events that may occur and/or require interventions include, but are not limited to, endoleak.

Event description:
The following information was reported to gore: on (B)(6) 2021, a patient underwent endovascular treatment of an abdominal aortic aneurysm and a right common iliac artery aneurysm using gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. A contralateral leg was placed at right side also as a bridge with the proximal end protruding about 1.5 cm form a flow divider of a trunk-ipsilateral leg due to a short treatment length. A contralateral leg component, plc181200j, was placed into the ipsilateral side, left side, with the proximal end protruding from the flow divider so that the proximal end of both contralateral leg components were at the same level. An final angiography revealed type ii endoleak. No treatment was performed for the type ii endoleak. The patient tolerated the procedure. On unknown date but (B)(6) 2021, a decreased left ankle brachial pressure index (abi) was observed. A computed tomography angiography revealed that the contralateral leg component of the ipsilateral side was being pushed by the contralateral leg of the contralateral side, and although it was not obstructed, it was nearly compressed. On (B)(6) 2021, a reintervention was performed. Two additional bare metal stents were placed into the ipsilateral side to expand the compression. The first self-expandable bare metal stent did not succeed, and the second balloon expandable bare metal stent did. Then, the contralateral leg component expanded equally on both sides and resolved the left-right abi disparity. The patient tolerated the procedure. The physician was allowing that kissing might be happen. The physician also stated that it could be another option to use an up and over technique.